Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. Our distributor contacted the initial reporter to obtain the additional information, however, the additional information has not been received yet. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on (B)(6) 2020. Report number: mw5092565. The event description was: "patient presented with reduced vision that was not correctable with glasses. She reported that her last exam was over 3 years ago and was currently getting her glasses online without a prescription from https://www. Hubblecontacts. Com. The lens was not a good fit for either eye and was causing inflammation to the front surface. Her best correction was not 20/20 anymore and she was seeing double. Currently under rehabilitation to fix her cornea due to the improper fitting of the lens. FDA safety report ID # (B)(4)."